Event description:
It was reported during a laparoscopic nissen fundoplication when closing the jaws of the lcs15, the surgeon felt a click and the hesitation or the pause was observed on the on screen. When he activated the foot pedal the instrument was coagulating form the distal tip to the crotch of the instrument causing unneccessary bleeding at times. A new lcs was opened to complete the case. There was no pt consequence.

Manufacturer narrative:
D6: device returned with no lot identification. Based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the functionality of the device.